Event description:
It was reported that the device was explanted and replaced due to "exit block." Additional information was received which indicated that the atrial lead had "failure to capture." The lead was surgically abandoned. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device was explanted and replaced due to "exit block." There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. Further analysis determined this was the result of lifted hybrid bond wires.